Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("chronic endometritis") and pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular menses"), coital bleeding ("post coital bleeding"), headache ("headaches"), alopecia ("hair loss"), rash ("rashes"), menorrhagia ("menorrhagia / menses occurred every month, usually lasting about eight days"), fatigue ("feeling tired"), weight decreased ("unexplained weight loss"), dysuria ("dysuria"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling") and polymenorrhoea ("experienced two menses in one single month"). The patient was treated with surgery (underwent a bilateral salpingectomy) and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, abdominal pain lower, dyspareunia, menstruation irregular, coital bleeding, headache, alopecia, rash, menorrhagia, fatigue, weight decreased, dysuria, pain in extremity, peripheral swelling and polymenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, coital bleeding, dyspareunia, dysuria, endometritis, fatigue, headache, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea, rash and weight decreased to be related to essure. The reporter commented: since the removal of the device, her symptomatology has largely resolved; however, she continues to experience some leg pain/swelling. Patient is 45 years old diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2014: to evaluate pelvic pain,interpreted as normal exam. Most recent follow-up information incorporated above includes: on 16-aug-2018: event "experienced two menses in one single month" added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and endometritis ("chronic endometritis") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular menses"), coital bleeding ("post coital bleeding"), headache ("headaches"), alopecia ("hair loss"), rash ("rashes"), menorrhagia ("menorrhagia"), fatigue ("feeling tired"), weight decreased ("unexplained weight loss"), dysuria ("dysuria"), pain in extremity ("leg pain") and peripheral swelling ("leg swelling"). The patient was treated with surgery (device was removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the endometritis, abdominal pain lower, dyspareunia, menstruation irregular, coital bleeding, headache, alopecia, rash, menorrhagia, fatigue, weight decreased, dysuria, pain in extremity and peripheral swelling outcome was unknown. The reporter considered abdominal pain lower, alopecia, coital bleeding, dyspareunia, dysuria, endometritis, fatigue, headache, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, peripheral swelling, rash and weight decreased to be related to essure. The reporter commented: since the removal of the device, her symptomatology has largely resolved; however, she continues to experience some leg pain/swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: bilateral tubal occlusion. Ultrasound scan: on (B)(6) 2014: to evaluate pelvic pain,interpreted as normal exam. Most recent follow-up information incorporated above includes: on 14-jun-2018: legal claim was received and the following information was provided: new reporter lawyer added; menorrhagia, feeling tired, unexplained weight loss, dysuria, chronic endometritis, leg pain and leg swelling were added as event. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('pelvic pain/worsening pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular menses"), coital bleeding ("post coital bleeding"), headache ("headaches"), alopecia ("hair loss"), rash ("rashes"), menorrhagia ("menorrhagia / menses occurred every month, usually lasting about eight days"), fatigue ("feeling tired"), dysuria ("dysuria"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), polymenorrhoea ("experienced two menses in one single month"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms") and was found to have weight decreased ("unexplained weight loss"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, abdominal pain lower, dyspareunia, menstruation irregular, coital bleeding, headache, alopecia, rash, menorrhagia, fatigue, weight decreased, dysuria, pain in extremity, peripheral swelling, polymenorrhoea, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, coital bleeding, dyspareunia, dysuria, endometritis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea, rash and weight decreased to be related to essure. The reporter commented: since the removal of the device, her symptomatology has largely resolved; however, she continues to experience some leg pain/swelling. Patient is 45 years old diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2014: results: to evaluate pelvic pain,interpreted as normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('pelvic pain/worsening pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular menses"), coital bleeding ("post coital bleeding"), headache ("headaches"), alopecia ("hair loss"), rash ("rashes"), menorrhagia ("menorrhagia / menses occurred every month, usually lasting about eight days"), fatigue ("feeling tired"), dysuria ("dysuria"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), polymenorrhoea ("experienced two menses in one single month"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms") and was found to have weight decreased ("unexplained weight loss"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, abdominal pain lower, dyspareunia, menstruation irregular, coital bleeding, headache, alopecia, rash, menorrhagia, fatigue, weight decreased, dysuria, pain in extremity, peripheral swelling, polymenorrhoea, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, coital bleeding, dyspareunia, dysuria, endometritis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea, rash and weight decreased to be related to essure. The reporter commented: since the removal of the device, her symptomatology has largely resolved; however, she continues to experience some leg pain/swelling. Patient is 45 years old. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2014: results: to evaluate pelvic pain,interpreted as normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter and essure indication added. Events worsening abnormal bleeding, auto-immune or hypersensitivity symptoms were added. Event worsening pain was clubbed with pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular menses"), coital bleeding ("post coital bleeding"), headache ("headaches"), alopecia ("hair loss") and rash ("rashes"). The patient was treated with surgery (device was removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the abdominal pain lower, dyspareunia, menstruation irregular, coital bleeding, headache and rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, coital bleeding, dyspareunia, headache, menstruation irregular, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.